Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the motor noise issue was not verified in the black box or not duplicate in the evaluation. Review of the black box data did not find any motor alarm in the alarm history. Using the returned caps the pump powered up and functioned properly. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Normal and audio bolus were delivered and recorded correctly. No ¿grinding¿ noise was noted throughout the testing. No debris or contamination was found on the motor lead screw. Pump casing was opened and no evidence of moisture intrusion was found. Unrelated to the complaint, the display was found to be discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient's blood glucose reading was at 500 mg/dl with moderate level of ketones, polyuria, polydipsia and vomiting. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy with without any recent adjustments to the pump settings. The reporter stated that there the pump was making a grinding noise since two day before. Reportedly, the noise was occurring when they were expected i.e. During basal or bolus deliveries. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged pump noise issue of unknown causes.